Event description:
Caller reported a malfunction on the pump with a code displayed as malf 12, and despite resetting the pump, the issue continued. It was unknown whether the malfunction affected the customer's blood glucose level as they declined to answer. The customer was assisted by technical support to reset the pump and was able to resume insulin therapy using the malfunctioning pump, although they had multiple daily injections as backup if needed. Technical support decided to replace the pump, ensuring the customer could return the problematic device with a pre-paid shipping label and provided instructions for putting the pump in storage mode. A replacement pump was sent along with a follow-up email.